Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the serial number for the other meter is unknown.

Event description:
The customer's mother reported that the customer was receiving high readings from his freestyle lite meters. The customer received readings of 169 mg/dl and 174 mg/dl from one meter (B) (6) but no reading was reported from the other meter. The customer experienced symptoms of hypoglycemia and a loss of consciousness. Paramedics were called and tested the customer's blood glucose level. The customer drank juice and ate food to help counteract the medical event. The customer was not transported to a health care facility. There was no report of any diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0934917) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.